Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from abbott's patient device tracking indicated that on (B)(6) 2017, a 27 mm masters series mechanical heart valve was implanted. On (B)(6) 2017, the patient was reported to have died due to unknown reasons. Further information has been requested but has not been made available and if it becomes available a follow up report will be provided.

Manufacturer narrative:
Further information received on 04 jan 2018 stated that an autopsy was performed and the death was confirmed to not be valve related.

Event description:
Information received from abbott's patient device tracking indicated that on 14 aug 2017, a 27 mm masters series mechanical heart valve was implanted. On 19 aug 2017, the patient was reported to have died due to unknown reasons. Further information received on 04 jan 2018 stated that an autopsy was performed and the death was confirmed to not be valve related.